Manufacturer narrative:
Cause of overheating and errors is a corroded motor/gearbox. The gearbox was removed from the motor and tested. It was found to be good. The gearbox was found to be jammed and corroded internally. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported the powermax elite mdu got hot and stopped working. A backup device was utilized to complete the procedure. No patient injury or complications were reported.